Event description:
Spontaneous call, pt states that pump was alarming with error code 1144. Pt states no kinks in line and when pushing any other buttons, pump would not silence. Per manual, pump needs to be returned and serviced. Serial number is (B)(4). Patient continued to use backup pump. Malfunction occurred while in use. Pt reports no changes in breathing or harm. Pump is available for investigation, new pump set up for delivery tomorrow. No other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.